Event description:
It was reported that the patient passed away on (B)(6) 2015.

Manufacturer narrative:
Patient age estimated. Patient weight was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2015. The cause of death is unknown, and no autopsy was performed. It was reported that (B)(4) was not explanted for evaluation. It was also reported that the patient's outcome was not considered to be device or therapy related. It was communicated that no additional information could be provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2010. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.